Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-oct-2018. It was reported that crossing difficulties were encountered. A 3.50x20mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR.: promus element, mr, ous 3.50x20mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found damage along the length of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimp stent manufacturing data of the complaint device was reviewed. The review showed that the maximum crimped stent profile, this is within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.